Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold, wear abrasion, yellow particles in the shell and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: voluntary recall, capsular mass, peri-prosthetic fluid," and capsular contracture, baker grade iii." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reported left side "voluntary recall, capsular mass, peri-prosthetic fluid," and capsular contracture, baker grade iii. Physician reported left side "moderate asymmetry, malposition and palpability/visibility;" these events are not related to the device. Device has been explanted.